Event description:
During transfemoral deployment of a sapien valve, the valve pivoted too high on the left side and landed 80-90% aortic on the left side. This caused severe paravalvular leak around the skirt. A second 26mm sapien was deployed it landed in a too ventricular position. A third valve was deployed in the middle of the first two valves which resulted in zero aortic insufficiency. Per additional information received, the first valve was likely aligned too aortic before initial deployment; the pre-deployment position of the first valve was 60:40. The valve did not have optimal coaxial alignment before deployment which caused it to tilt aortic on the left side; the right side was approximately 70:30 aortic/ventricular. The image intensifier angle was appropriate and the coronaries were confirmed to be patent. The position of the second valve was approximately 80% ventricular after deployment. This led to continued aortic insufficiency. The native valve/leaflet and aortic root calcification was mild; there was no mitral annular calcification. There was no loss of pacing capture during valve deployment and ventilation was held. The patient¿s ejection fraction was 30%. This is one of two reports being submitted for this case. This report is for the first valve.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, procedural factors (device handling) may caused or contributed to the valve malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Please reference related manufacturer report no. 2015691-2014-00976.